Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event: it was reported that during an unspecified surgery, it was discovered that two attachment devices were overheating. There was a five minute delay to the planned surgical procedure in order to obtain spare devices. It was reported that the surgery was completed successfully. There was patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. It was determined that the device passed all operational specificatios. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.